Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and resumed insulin therapy. Ultimately, the customer reverted to an alternate method insulin therapy.